Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2003, the vad coordinator contacted the MFR reporting that a pt was going to the or for an inflow valve replacement, due to diagnosed inflow valve issues. The inflow valve issues had been diagnosed on echogram. The pt was also symptomatic during pre-op, and was in ICU on IV inotropes. During the inflow valve replacement surgery, hosp personnel witnessed a large air embolic event during the de-airing of the device, after starting electrical actuation of the device. The pt then was transferred back to the ICU and never regained consciousness. A CT of the head showed multiple infarctions. The pt was weaned from device support and expired.